Event description:
Acute open heart patient had dialysis initiated onf the baxter sps 1500 device along with the administration of packed red blood cells. Upon initiation of treatment, pt had a left femoral catheter, on a ventilator, had a pacemaker, on a power heart machine, edema in lower extremities, drowsy and receiving tube feedings. Pulse was regular and catheter was patent. One hour into treatment, patient had no reaction and showed no signs of distress. Following another 1/2 hour, patient's blood pressure dropped from 123/41 to 50/28. Dialysis was discontinued, blood in the dialysis tubing was rinsed back to patient and CPR was initiated; however, pt expired. The remainder of blood in blood bag and blood sample was sent to the laboratory. Pt was on 3k bath with a blood flow rate 300 ml/minute scheduled for 3 hours, but only rec'd 1.5 hrs of treatment due to event. Hcp did not document any alarms; however, hcp stated this did not mean there were no alarms present during the activity going on. Hcp reported 3 other patients had received dialysis on this device immediately following this event without any problems. Device was then pulled from service.